Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The device was recalibrated and recertified. Analysis for reports of this type has not identified an increase in trend.